Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. The corrective action and preventive action records were reviewed and revealed no indication of a product quality issue. A review of the production records and similar complaint query was not performed because the lot number was not reported. In this case, it was reported that a balloon catheter had difficulty advancing and removing over the wire. Factors that may contribute to difficulty advancing or removing the balloon over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty to advance or remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). The balance middleweight universal ii guide wire was attempted to be used with an unspecified balloon but the movement was not smooth and the device got stuck. There were no adverse patient effects and there was no clinically significant delay in the procedure. A non-abbott guide wire was used to complete the procedure. No additional information was provided.